Event description:
It was reported that the device is near elective replacement indicator (eri) after only 3.5 years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data was collected from the device and analyzed. The battery voltage was pre/approaching elective replacement indicator (ER). The weekly trend in save to disk data file (B)(4) shows minimum battery equal to 2.65- 2.64 volts between (B)(4)-2011, with the recommended replacement time (rrt) less than or equal to 2.62 volt. Ventricular non-sustained tachycardia (nst) was less than or equal to 180 ms between (B)(4)-2009 00:56:47 and (B)(4)-2011.